Event description:
It was reported that the patient presented with a right ventricular lead that was oversensing noise. No changes or intervention was reported. There were no patient consequences.

Event description:
New information noted the patient presented to the emergency room experiencing discomfort after the right ventricular lead delivered several inappropriate shocks due to oversensing noise. On (B)(6) 2024. The right ventricular lead was capped and replaced. The patient was in stable condition.